Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An afx bifurcated and suprarenal extension was initially implanted. The five (5) year routine follow-up showed evidence of the beginning of graft separation. A secondary intervention was completed where the stent graft was relined with another afx device. The patient was observed to have very tortuous anatomy and the procedure was prolonged (6) hours. An endoleak was not found upon re-intervention, but stent fractures were observed on the left side and right limb of the main body. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: stent fracture of the bifurcated device, beginning of stent separation without an (type iiia) endoleak, and a secondary endovascular procedure. This complaint is most likely device-related due to hyper-dilation (78%) of the bifurcated device and use of strata material. Contributing factors to the stent separation include aortic remodeling and intramural thrombus. In addition, clinical assessment determined that there was evidence to reasonably suggest aneurysm sac growth (of more than 5mm) post initial implant, and a type ib (left limb of bifurcation) and type iiib endoleaks of the bifurcated device; the sac growth and endoleaks were discovered during review of the 64-month post-implant CT scan. The type iiib endoleak and stent fracture were likely the contributing factors to the sac growth (56mm to 83mm). The stent fracture at the bifurcation also likely contributed to the type ib endoleak of the left limb. The procedure-related harms for this complaint could not be determined, and the final patient status was reported to be in a stable condition post the secondary endovascular procedure. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014.

Event description:
Additional information received per clinical assessment confirming that an intramural thrombus, aneurysm enlargement, and a type ib and iiib endoleaks with hyper-dilation of the bifurcated device were also present at the time of the reported event.